Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, "the eyes to which the cannula straps are attached have tears in". There was no patient involvement.